Event description:
Two hours after the pump and catheter were replaced, the pt experienced an overdose; the pt was unresponsive. The pt was admitted to the ICU. The pump was delivering compounded baclofen 4000ug/ml at a starting dose of 192ug/day. The healthcare professional (hcp) assumed the pt was getting too much baclofen. All the drug was removed from the reservoir and replaced with 500 ug/ml. The hcp was then unable to aspirate the catheter or even access the side port after multiple attempts. The pump was turned down to the minimum rate of 23.4 ug/day based on what was in the pump tubing and the catheter. The pt had since done fine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.